Event description:
It was reported that high, out of range high voltage lead impedance measurements were observed in the rv-svc and svc-can vectors. The high measurements were not reproduced in clinic. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.